Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced endothelial cell density loss. Reportedly, "over a 9-year period,"and "the lens is well positioned with good va yet low ecd count. The ecd measurement is taking place already for 9 years with the same unit." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
4581 - corneal endothelial cell loss. Manufacture narrative: corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).